Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. Customer's phone number is (B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to assess instrument performance. The fse performed a high sensitivity (hs) system check for troubleshooting purposes and the test failed. Upon visual inspection the fse discovered that the aspirate probe peristaltic pump tubing was flattened. The tubing was replaced and a subsequent hs system check, assay calibration and twenty (20) replicate precision test all passed within performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 results was due to a malfunction of the aspirate probe peristatlic pump tubing. This malfunction can lead to excess fluid left in the reaction vessels (rvs). This excess fluid contains unbound analyte that can cause elevated results in assays such as the access accutni+3 assay. All MDR related to this event: MDR 2122870-2016-00382, MDR 2122870-2016-00383.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for two (2) patients involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). This MDR will address the patient's result obtained on (B)(6) 2016 (patient designated as patient 1) while MDR 2122870-2016-00383 will address the patient's result obtained on (B)(6) 2016 (patient designated as patient 2). The customer reanalyzed patient 1's sample two (2) additional times on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results within the assay's normal reference range. The initial, elevated accutni+3 result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control), system check parameters and two (2) precision tests were all recovering within assay and instrument specifications at the time of the event. The patient's sample was collected in a rapid clot serum tube and was then centrifuged at 3,000g (g-force) for ten (10) minutes between 15 and 25 degrees celsius. No issues with sample integrity, hardware errors or sample flags were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.